Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.